Manufacturer narrative:
(B)(4). Concomitant medical products: unknown palacos bone cement catalog # unknown lot # unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. Per package insert loosening is one of the adverse effects of this procedure. However, a definitive root cause cannot be determined with the information provided root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Customer has indicated that the product will not be returned because it was retained by hospital. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001822565-2018-03180. Retained by hospital.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty two years ago. Subsequently, the patient was revised due to loosening.